Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) bottom screen was not working, it appeared to have been dropped and had a few small cracks. The caller was advised of possible replacement options, as the unit had exceeded its service life. The current status of the epg is unknown. No patient complications have been reported as a result of this event.